Event description:
On 12/14/92, patient was taken to the operating room for right hip-orif (open reduction internal fixation) - drain placed. On 12/16/92, patient became confused and pulled on drain. Physician completed removal of drain and met resistance. Upon inspection a small portion of the drain was noted to be missing. Patient returned to the o.r. On 12/18/92 for removal of retained portion of drain. Product will be removed from service and replaced by manufacturerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service, other. The device was destroyed/disposed of.